Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11820. It was reported that the rotawire was fractured and perforated the vascular wall. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink¿ plus and a rotawire¿ were selected for use. During procedure after the rotawire was inserted in the target lesion, test rotation was performed at 200,000 rpm outside the patient¿s body. After which, the burr was advanced and ablation was performed in the rca. The burr was then advanced to the area right before reaching the shoulder of the target lesion. During ablation of the shoulder part, it was noticed that the rotawire was bent and detached. An attempt to retrieve the wire was made; however it was noticed that the tip of the wire perforated the vascular wall. Removing the wire was difficult and had to be surgically recovered. No further patient complications were reported.